Event description:
(B)(4). Device provided by essure courtesy on october 2010. Since then I have been experiencing all of these symptoms: night sweats; loss of libido; hot flashes; early menopause; incontinence; spine, hip, chronic pelvic pain; chronic fatigue; unexplained fevers; dizziness; headaches; brain fog, confusion; anxiety; vitamin d deficiency; insomnia; gallbladder issues; decreased vision.